Manufacturer narrative:
The average age of the study patients was (B)(6) years. The study consisted of 468 males and 690 females. Bone void filler (details not provided) posterior instrumentation (details not provided). (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Post operative complications were reported in a retrospective study of patients who underwent instrumented lumbar posterolateral fusion with rhbmp-2 at a single practice by five orthopedic surgeons between (B)(6) 2009. Persistent symptoms refractory to non-operative treatment included nonsteroidals, physical therapy and/or spinal injections existed. The mean total bmp-2 dose was 12.5 mg per patient (range 4.2-36.0). Patient follow-up occurred at two weeks, six weeks, twelve weeks, six months, one year and later if required. Sixty three patients developed an add-on stenosis. It is unclear whether all sixty three patients required reoperation.